Event description:
The customer reported, the device stopped working and delayed surgery for more than 30 minutes. Further pt info and details of the event have been requested without success. This device is used for treatment.

Manufacturer narrative:
The device is expected for eval, but has not yet been received. A follow up report will be submitted upon completion of the investigation.